Event description:
Customer reported device began performing a test result with an un-dosed test strip. No values were provided. No treatment. A request has been made for return product and replacement product has been sent.